Event description:
It was reported that the ventilator had failed while it was connected to a pt. There was no pt harm. (B)(4); (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The replaced expiratory channel printed circuit (pc) board was retained by the customer and not returned. Eval of received device logs confirms the occurrence of a technical error indicating that the safety valve was detected to be open when it was expected to be closed. Our field service engineer replaced the expiratory channel pc board according to recommendations in the service manual, which solved the problem. The ventilator was returned to service after extensive functional tests. A failure leading to the reported technical error during ventilation will lead to stop of ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by a generated high priority alarm and the reported error code. The conclusion in this matter is that the reported issue was caused by a defective expiratory channel pc board, but the fault could not be determined due to lack of goods.

Event description:
(B)(4).

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.